Event description:
Reporter stated that patient obtained a blood glucose result of 163mg/dl. While using the suspect device. Reporter noted that patient delivered insulin based on this result. Patient reportedly was found incoherent, approximately 4.5 hours later, by reporter. Reporter summoned emergency medical services, and upon their arrival, patient's blood glucose measured 44mg/dl (using paramedics blood glucose monitor). Patient was reportedly treated with glucose, after which, patient's blood glucose measured 178mg/dl, on paramedics blood glucose monitor and 225mg/dl,on the suspect device. No additional details of patient's treatment were provided. Patient's current condition; fine. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.